Event description:
It was reported that at a routine device check the battery voltage was 2.85 volts and unexpected longevity was reported. Premature battery depletion was suspected. The device remains in use and device battery check was scheduled for 1 month to schedule the battery change. No patient complications have been reported as a result of this event. It was later reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based on device analysis. The event was initially reported based on incoming information as 2014-07-30 via remedial action exemption report. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).